Manufacturer narrative:
The device in question has not been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. However, it should be noted that the directions for use (dfu) for this product family under warnings state "if excessive resistance is encountered during the use of the neuroform microdelivery stent system. Movement of the system against resistance may result in damage to the vessel or a system component".

Event description:
It was reported that when the physician was pushing the stabilizer in an effort to deploy the stent in the target lesion, the proximal side of the microcatheter broke due to pressure. The stent delivery system was removed and the procedure completed with the use of another similar device.